Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: one kit, to include lens cup/case and solution bottle were returned for investigation. Visual inspection and chemical tests were performed. There was black mold on the waterproof film of lens case cap. All items in the chemical test of the solution were within the product specification. Manufacturing records review: the manufacturing records for the product kit number was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. According to the customer¿s feedback, the user had washed the outface of the oxycup, which may led to the water get into the membrane through the three holes in the top of the cap and get moldy. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the consumer that the oxysept container, enclosed in the premium pack, started to get moldy. The user is happy with the product. Although the container is being cleaned regularly, mold has set in. The consumer noted that the issue occurs after about 3-4 weeks of use, and once there gets progressively worse. The container and solution are turned upside down regularly as per the instructions. The user had washed the outface of the oxycup. This may have led to the water getting into the membrane through the three holes in the top of the cap and then mold to form. No further information was provided.